Manufacturer narrative:
A patient experienced ineffective therapy after a fall was reported to abbott. During surgery, visual inspection indicated that the lead had fractured. As a result, the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. During surgery, visual inspection indicated that the lead had fractured. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.